Event description:
Medtronic received information that during the sizing of this mechanical valve, using ap sizers, the patient was sized for a 22mm valve. Sizing was done of both the annulus and the cuff clearance. After the valve was sewn in, it caused left coronary ostia obstruction. Subsequently, the 22 mm valve was abandoned and a 20mm valve was implanted with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection noted the sewing cuff measured within specification. All leaflets were fully mobile and passed all functional testing and visual inspections. There were no surface finish anomalies identified. The device history was reviewed and did not show any abnormalities during the manufacturing process that would have contributed to this event. Conclusion: based on the analysis performed, this valve was built to specification and passed all inspection. It should be noted that the sizer was not returned for analysis. Without the return of the sizer, a root cause cannot be determined; however the valve met specification. (B)(6). (B)(4).

Manufacturer narrative:
The valve has been returned and continues to undergo analysis. Following the completion of analysis, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.